Event description:
It was reported that the patient presented for a routine follow-up in clinic. It was noted that the left ventricular lead exhibited high pacing impedance and over-sensed noise that was reproducible with isometrics. Programming interventions were made. The patient was in stable condition.